Event description:
It was reported to philips that there was wi-fi connectivity issue with the wireless footswitch. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. The field service engineer inspected the system onsite and after the replacement of footswitch, base station and charger, the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the connectivity issue with the wireless footswitch. Upon functional testing, the fse found connectivity issue with wireless footswitch and base station and the wfs charger plug was bad. The part analysis of wireless footswitch and wireless footswitch charger were performed where the wireless footswitch had some cosmetic damage and the 4x anti slips attached to footswitch assy were found missing but the analysis couldn¿t conclusively determine the actual root cause of connection issue. The part analysis of wireless footswitch charger also couldn¿t conclusively determine the actual root cause however the replacement of the wireless footswitch, base station and wireless footswitch charger by fse resolved the issue and restored the functionality. After replacements, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.